Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump, leading to the pump shutting off. Customer¿s blood glucose (bg) read as ¿high¿, however, a specific value was not provided. The customer administered a bolus via the pump to address their bg level. Reportedly, the customer reverted to manual injections for insulin therapy.